Event description:
The customer reported a blower high temperature error. Patient/user involvement is unknown; however, no patient or user harm was reported. The customer spoke with a remote service engineer (rse) and stated when the unit is powered on, the unit is giving a blower high temperature error. The rse asked the customer about the filter and fan. The customer stated that the filter is clean, and the fan is fully operational. The rse informed the customer that most likely the blower motor needs to be replaced. The customer replaced the blower, and the issue was resolved.